Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cardiac ablation procedure, an error message indicating a contact problem with a patient return element n°1. The return electrode adapter was unplugged and re-plugged in which did not resolve the issue. The patient electrode was changed, interchanged the electrodes on the case, turn off and restarted radiofrequency generator (rfg) system and the entire dead-end system message always present and number 1 on rfg still noting the failed connection (red). The procedure was aborted and the patient was under general anesthesia. At a later date the return electrode adapter was replaced which resolved the issue. No patient complications have been reported as a result of this event.